Event description:
It was reported that the surgeon performed a revision tka to replace non stryker knee components. During the surgery, when he was removing the trial components with a slap hammer, the blue handle stuck on the shaft. Therefore, he attempt to remove them with a spare slap hammer. However, it also stuck on the shaft.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a seized triathlon slap hammer was reported. The event was not confirmed. Visual inspection for the device was unremarkable. Light scratching was observed on the mating features consistent with normal use of the device. Functional inspection of the returned device could not confirm the reported event, the returned device functioned correctly. It was observed that if a torque was applied to the sliding handle of the device while attempting to slide the handle the reported event could be reproduced. As this device is intended for axial impaction it is not intended to be torqued and this would be considered misuse of the instrument. Dimensional inspection of the shaft of the device confirmed that the component was within drawing specification. A review of medical records was not performed as none were provided. No further information was requested as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. It was noted that all devices in the subject lot passed a functional check at the time of manufacture. Complaint history review found no other events have been reported for the manufacturing lot. The investigation concluded that the reported binding of the device was caused by user factors. The event could be reproduced by applying a torque to the sliding handle of the device while attempting to slide the handle. This device is intended for axial impaction and as such the application of torque is considered misuse of the instrument.

Event description:
It was reported that the surgeon performed a revision tka to replace non stryker knee components. During the surgery, when he was removing the trial components with a slap hammer, the blue handle stuck on the shaft. Therefore, he attempt to remove them with a spare slap hammer. However, it also stuck on the shaft.